Event description:
It was reported from the us that during a surgical procedure the pin pusher cracked and broke removing a pin from the tibial tray. There were no parts of the broken instrument left in the patient. There was no reported patient adverse event. The agency is inactive, no further information.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. (B)(4) and CAPA (B)(4). Findings: one or more of the metal prongs used to clamp a pin head are missing from the reported truliant syringe pin pullers. When analyzing the fracture surface as a part of [a complaint], the failure appears consistent with brittle fracture. This type of failure is most likely the result of the prongs experiencing excessive forces. Furthermore, if the pin puller was used off-axis relative to the bone pin, an uneven force distribution may have been applied to the metal prongs and could explain why they fractured from only one side. Over time, these excessive off-axis forces could potentially lead to crack initiation, propagation, and ultimate fracture of the material. Most likely cause: the root causes of the pin puller failures as identified in CAPA (B)(4)., are: 1. The breakage area of the component is relatively thin which does not offer great safety margin when the instrument is subject to off-axis loading. 2. Off-axis loading when the user applies a bending moment to the device during pin driving/pulling corrective action taken: design updates were implemented to improve the strength of the breakage area and the op tech was updated to instruct users to avoid using the instrument off-axis. IFU 700-096-181: instrument inspection, visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues. The pin pusher cracked and broke removing a pin from the tibial tray. There were no parts of the broken instrument left in the patient. There was no reported patient adverse event.